Manufacturer narrative:
See MFR: 3012307300-2017-01911.

Event description:
It was reported that a patient encountered an occlusion alarm while using a cleo 90 infusion set. Troubleshooting determined blockage was likely at the site. The patient was instructed to remove site to observe the cannula. The patient stated the cannula was bent. Patient changed infusion set and resumed insulin delivery. Blood glucose was 336 mg/dl. Patient delivered a 10 unit bolus and confirmed all units were successfully delivered. Patient's high blood glucose levels resolved. No other serious injuries were reported.